Event description:
On 18-jun-2024, a patient (pt) in hong kong reported discomfort (affected eye not provided) while wearing an acuvue® oasys 1-day with hydraluxe® technology brand contact lens (cl). The pt visited a doctor who advised the ¿eye was injured, and a laser surgery was needed.¿ no additional information was provided. On 19-jun-2024, the pt provided additional information. The pt reported difficulty removing the suspect left eye (os) cl in 2023 (exact date is unknown). The following morning, the pt reported wearing glasses and experienced os blurry vision and pain. The pt sought medical attention and was diagnosed with ¿corneal abrasion and a laser surgery is required.¿ the pt underwent the ¿surgery and the eye was recovered.¿ the pt couldn¿t provide any additional details regarding the procedure. The pt provided the eye care provider¿s (ecp) contact details but refused to allow communication with the ecp as the pt ¿was not happy with the service provided.¿ the pt will provide the medical report by email. On 24-jun-2024, 26-jun-2024, and 27-jun-2024 calls were placed to the pt for additional information, but nothing additional was provided. The date of event is being reported as 01jan2023 as the exact event date is unknown. The suspect lot number is unknown. Since the event occurred in 2023, it is unknown if the suspect cl is available. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.